Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ileocolectomy, the device did not seal appropriately. When activating the device over small mesentery vessels, bleeding occurred after sealing and cutting. Sutures were used to immediately stop the bleeding and very little blood loss occurred. No transfusions were necessary. The device had performed multiple successful seals before the issue occurred, and the generator emitted appropriate tones. No patient injury or harm resulted from this issue.

Manufacturer narrative:
(B)(4). Date of initial report : 08/25/2016. Date of follow-up report : 09/22/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. The incident force triad generator was returned for evaluation and nothing was found during testing that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4).